Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, underweight, non-penetrating nicks, black particles, and a dark ring. A microscopic analysis was performed which identified a sharp edge with non-penetrating nicks assessed as a surgical impact opening. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact. Non-penetrating nicks.

Event description:
Health professional reported "implant rupture on the right side". Device has been explanted.

Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported "implant rupture on the right side." Device remains implanted.